Manufacturer narrative:
Device evaluation: a software investigation involving log analysis was initiated to determine probable cause of the reported issue but proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting up the imaging system they received an error "initializing collimator". They rebooted the system, the received a door open error. The site closed the door with the pendant and it resumed normal functionality. The issue was resolved. There was no patient present when this issue was identified.